Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one and half years later, CT revealed the inferior tip of all tines appeared to extend beyond the circumference of the ivc and there was a slight bending of the filter to the right. Approximately six months later, patient presented for filter retrieval. Subsequent, CT revealed legs of the filter had reverted through the ivc wall. As a part of the retrieval procedure, it was attempted with retrieval cone but the hook of the filter could not be grabbed. Eventually, the filter was retrieved using the gooseneck snare. Therefore, the investigation is confirmed for perforation of the ivc and retrieval difficulties. However, the investigation is inconclusive for filer tilt. Based on the provided medical records, there is no clear evidence to confirm for filter tilt as it reported that there was a ¿slight¿ bending of the filter to the right. Per medical records, attempt was made to engage the apex of the filter using retrievable cone but was unsuccessful due to slight bending of the filter to the right this could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: instructions for use: precautions: the retrieval of the denali® vena cava filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated into the organs. The device was removed percutaneously. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.